Event description:
The customer's wife called for assistance with an infusion set change. The wife stated that the customer was in the hospital, and was experiencing blood glucose levels in the range of 240 mg/dl. The actual cause of the hospitalization was unknown as the doctor was still trying to diagnose the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.